Event description:
Report received of sparks from a power cord. The customer reported that the pump was returned from clinical use with an unsigned note that read "broken" with no tracking information on the note. There were no reported adverse patient events while the pump was in clinical use. A biomedical staff member plugged the pump into ac power and placed it on a metal shelf for later testing. Upon placement of the pump onto the shelf, a "big spark" came from the power cord. It was then noted that there was bare wire exposed on the cord, which came in contact with the metal self. There were no injuries or reported adverse events. The customer stated, "shelves are well grounded." Though requested, no further information was received.